Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. .(B)(4).

Event description:
During the surgery, multiple attempts were made to hold the inlay in place, but the cup would not hold the inlay. Procedure was completed using another inlay.

Event description:
During the surgery, multiple attempts were made to hold the inlay in place, but the cup would not hold the inlay. Procedure was completed using another inlay.

Manufacturer narrative:
Additional information was received on (B)(6) 2020 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11- medical product: allofit alloclassic shl 50/hh; item#00000004244; lot#30108120 additionals: b5, d11, g4, g7, h2, h10. The manufacturer received other documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that during surgery on (B)(6) 2020, multiple attempts were made to place inlay but the cup would not hold the inlay. The procedure was completed using another inlay. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the insert was received for investigation. The visual examination shows a circular imprint possibly deriving from the setting instrument on the articulation side. The articulation surface is inconspicuous. The backside reveals a damaged pole pin with a ledge visible across the pin. There are 3 sets of non-centrical indentations of the shell's anti-rotation spikes observable, indicating multiple attempts to place the insert. Slight wear can be seen on the spherical area of the back side as well as on the rim's lateral area along the proximal edge. Measurements: to ensure the durasul alpha inlay hooded 32/hh have correct dimensions, relevant characteristics according to inspection plan were measured with caliper. Conclusion: the measured characteristic of the snap feature are within specification. Pin: conclusion: the characteristic of the pin are not within specification as the pin is deformed and damaged. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Surgical technique liner insertion: if the liner can still be rotated after light impaction, this indicates mis-positioning, nonconcentric, or soft tissues interference between the liner and the shell surfaces. If the fitting of the insert is faulty, a new insert must be used. If the polar peg is deformed, it will not be possible to anchor the insert correctly. Conclusion: it was reported that during surgery on (B)(6) 2020, multiple attempts were made to place durasul alpha liner but the cup would not hold the liner. The procedure was completed using another inlay. The multiple pin indentation on the durasul alpha liner as well as the deformed pole pin and its newly formed ledge may indicate that the liner was mis-positioned, nonconcentric or interfered with soft tissue residues. This is a common complication also described in the applicable surgical technique which requires the use of a new liner. Based on the investigation the reported event can be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.